Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the lead dislodged in the patient due to a persistent left superior vena cava. The lead was removed. A second lead was attempted to be implanted but was not used due to patient anatomy. No patient complications have been reported as a result of this event.